Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s recharger would not complete a charge. It was noted the patient charged one time per week every sunday and it only took him 15 minutes to charge. The patient charged for two hours last time and it never completed. It was noted the patient was getting half of the coupling boxes and started at a half as well. The reporter stated the patient had the unit in his back serviced a month prior to the report and it was working slightly. It was noted that it worked until he had to charge last weekend and it would not complete the charge. It was noted it was hooked up to the back for 3 hours and normally it took 15 minutes. The patient plugged and disconnected and still would not get the happy face sign that it was completely charged. It was noted it got near 3/4 and it wouldn't complete. It was noted the patient did not use it every day. Additional information was received from the patient. It was reported that the patient had the ins removed and kept leads in for current ins. Patient reported previous ins did not work; it was dead and had no life since 2013, or 2015. Patient reported they had the ins for maybe a year or more before it quit charging.